Event description:
It was reported that pump showed sudden increases in battery charge by 10% and 20% on two separate dates, and customer expressed concern due to prior battery issues. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump, received extensive education on daily charging, and was instructed on putting pump into storage mode, returning it with a prepaid label, and setting up and connecting replacement pump, which was provided under technical support discretion for customer satisfaction.